Manufacturer narrative:
No frozen screen noted. The unit was received with a button error alarm and had an unresponsive act button due to a corroded keypad. The unit had a minor scratched lcd window, cracked case at display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm and keypad anomaly after a bolus attempt. The customer also reported a frozen display after trying to clear the alarm. Customer reinserted the battery, however was unable to clear alarm. The customer's blood glucose level was 202 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.